Event description:
On (B)(6) 2014, an obtunded intubated patient was transported within the facility from an intensive care unit to radiology. The respiratory therapist obtained a westmed transport ventilator circuit for use on the smith's medical parapac transport ventilator to transport the patient. The circuit was in the package pre-assembled. The therapist placed circuit on transport ventilator with 100% fio2. The patient was transferred to CT table and a spot check pulse oximeter reading was 96% (was 97% prior to transport). While in the CT scanner, the patient experienced two episodes of asystole and was resuscitated using CPR, epinephrine and ambu bag ventilation. Patient returned to the intensive care unit and was reconnected to the (stationary) ventilator. On (B)(6) 2014 family decided to withdraw life support and patient expired. Our internal investigation supports our conclusion that the westmed MRI transport circuit used on this patient was incorrectly preassembled in the packaging. We pulled remaining inventory of this item. Of the remaining unused inventory, three (3) MRI transport circuits were found incorrectly assembled in unopened packaging, all with the same lot number. It was also discovered that another patient earlier in the day experienced a similar situation (separate report filed).